Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the stylus did not align with the arrow on the screen; overlay/bezel assembly found out of electrical specification. It was noted the bezel was broken. (B)(4).

Event description:
It was reported the programmer was unable to use the pen on left side of programmer screen. If it works it is intermittent. The pen was replaced twice. The programmer was returned for repair. No patient complications have been reported as a result of this event.